Event description:
Event description cpi received information that the implantable cardioverter defibrillator had begun to emit beep tones. An interrogation of the ICD noted the device was operating in 'fallback mode.'